Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient and his wife were sleeping and the dexcom receiver alerted for a low. The patient¿s wife heard the alert and tried to tell the patient, but he did not respond. The patient¿s wife indicated he looked like he was having a stroke and was unresponsive. She immediately checked his bg and the meter read 40mg/dl and administered the patient with apple juice. After a 2nd round of apple juice, the patient was still unresponsive. The patient¿s wife called 911 and when they arrived 25 minutes later, the patient was starting to come around. The paramedics administered the patient with a container of glucose and advise the patient to eat. When the paramedics left, the patient¿s bg was at 52mg/dl. At the time of contact, the patient was doing well. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation was unable to be determined. The probable cause could not be determined.